Manufacturer narrative:
Product event summary: at analysis the stated reason for return of broken connectors was confirmed and it was additionally noted that the lower case was broken. The output connector assembly as well as the lower case were replaced. The device was then tested and calibrated on the automated test system and passed.

Event description:
It was reported that the external pulse generator's atrial and ventricular connectors were broken. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.